Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had a transient ischemic attack (tia). The patient also experienced hypotension, which was treated suspending their medication and it resolved. Head computerized tomography (CT) scan was (B)(6). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized for a transient ischemic attack (tia). The patient experienced some hypotension so their medication was held and it resolved. Head computerized tomography (CT) scan was negative and the vad remains in use. No further patient complications have been reported as a result of this event.